Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke off in the attachment. It was further reported that the procedure was completed successfully there was no patient impact, surgical delay or adverse consequences reported as a result of this event.

Event description:
It was reported that the bur broke off in the attachment. It was further reported that the procedure was completed successfully there was no patient impact, surgical delay or adverse consequences reported as a result of this event.